Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump was alarming with no delivery. The customer had called in regarding no delivery issues previously, for which troubleshooting had been performed. Customer had tried different cannula lengths and the insulin was not expired or denatured. Customer was rotating sites and avoiding scar tissue. The infusion set tubing was not bent or kinked and customer was using the serter device. The customer reportedly tried all remedies. It was advised that the customer revert to a back-up plan. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm was noted during testing. The pump passed the prime, excessive no delivery, and displacement tests. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked lcd window, and a cracked case at the display window corner.